Event description:
It was reported that the device will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that a capacitor, designator c25, was shorted and burned. It was also observed that it caused further damage to the pcb by opening traces and bulging inside layers.